Event description:
It was reported that the right atrial (ra) lead had chronic low p waves. It was also noted that there was one intrinsic atrial event that was undersensed on the current electrogram. The patient did not receive biventricular pacing for that event. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D224trk implantable cardioverter defibrillator (ICD) (B)(6) 2009; 4194 implantable pacing lead (B)(6) 2006; 7120 competitor implantable tachy lead (B)(6) 2009.